Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, the spare lamp was turned on after the lamp was replaced. Therefore, it is surmised that the ignitor or the power supply unit was defective. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lamp spare indicator lit up on the xenon light source after replacing the lamp. This occurred during preventative maintenance. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. There was an on-site intervention to replace the lamp as well as the lamp power board if necessary. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.